Manufacturer narrative:
A partial lead was returned in two pieces. Analysis found internal insulation abrasions between 13.8cm - 15.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Noise and high capture threshold were observed. The conductors were visible upon extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.